Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in a damaged condition. Visual and functional testing were performed. The testing could not duplicate the customer reported problem. During the investigation it was found during visual testing that there was a detached dso seal. The dso seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent in for repair. A detached dso was found in the investigation results. There was unknown patient involvement.